Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to nervous system/neurological dysfunction. It was decided to decommission the ventricular assist device prior to the death but on the same day. The device was functioning normally, and the outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The device reportedly operated as expected. The account indicated that heartmate 3 lvas, serial number: (B)(6), will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas instructions for use (IFU) lists other neurological events (not stroke-related) as potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists potential adverse events, including other neurological events (not stroke-related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.